Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during an ent tonsillectomy and adenoidectomy procedure, a procise coblator ii´s metal wire broke external to the patient. Surgery resumed after non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been heavily used. Two electrodes have eroded. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (7,3) when plugged in. Plasma generation and coagulation functioned on the remaining portions of the electrodes. An evaluation of the customer provided images found one image of the device's label and identification information. An image of the device inside its' package was found, however, the tip of the wand is out of focus so it is not possible to identify the electrodes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.